Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have performed extended self-testing on the device and he was able to duplicate the reported condition. Covidien was not authorized to repair the device.

Event description:
It was reported that, an 840 ventilator generated a ventilator inoperable error message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). Statement of initial report: "the customer reported to have performed extended self-testing on the device and he was able to duplicate the reported condition. Covidien was not authorized to repair the device " needed to be "the customer reported to have performed extended self-testing on the device and then he was unable to duplicate the reported condition. Troubleshooting techniques over the phone remedied the customer's initial report."